Event description:
A 28 mm diameter x 16 mm diamter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. A follow-up CT scan of 18.5 month later demonstrated that the aneurysm sac is rather small, but there are large aneurysms of the common iliac arteries bilaterally. The distal ends of the stent graft have become detached from their surrounding arteries resulting in endoleaks on both sides. The diameter of the left common iliac aneurysm now measures 5.6 cm and the right common iliac artery measures 4.2 cm. Satisfactory blood flow is seen through the external and internal iliac arteries on both sides although there is extensive atherosclerosis. It was reported that the pt would be endovascularly treated for the bilateral iliac aneurysm on an unk date. No additional clinical sequelae were reported.